Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. Customer reported that they received another insulin pump error alarm and screen did not turn off and damage backside of the pump. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in the section b5 with this report. S/w version 6.7v, retainer ring = black, insulin pump case: ngp. Customer returned insulin pump for alleged frozen screen, cosmetic damage located at the battery side of case, critical insulin pump error (open book image), and insulin pump error found on august 17, 2022. The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and active current measurement test. Insulin pump fails sleep current test. Insulin pump fails self test due to vibrate anomaly. No critical insulin pump error (open book image) noted during analysis. No frozen screen anomalies noted during analysis. The history/trace downloads were successful using thump and carelink. Verified insulin pump error 24 on august 17,2022 at 11:40:00.000. Confirmed insulin pump error (filenumber = 121 linenumber = 555) due to hardware error. Insulin pump was cut open to perform visual inspection and found moisture damage electrical board 1, motor, force sensor, keypad connector, and harness assembly vibrator. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case-corner of belt clip rails and pillowing keypad overlay. No frozen screen anomalies noted during analysis, frozen screen not confirmed. Cosmetic damage confirmed at the battery side of case. No critical insulin pump error (open book image) noted during analysis, critical insulin pump error not confirmed. Insulin pump error confirmed due to hardware error. Vibrate anomaly confirmed due to harness assembly vibrator. Moisture damage confirmed on electrical board 1, motor, force sensor, keypad connector, and harness assembly vibrator. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom.